Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: plastic from the inner cannula was found on the laparoscopic scissor tip. After the case was completed, the trocar was inspected to find a cut in the blue outer seal. The laparoscopic scissor tip had cut the outer seal of the trocar and the plastic from inner cannula on insertion. The plastic from the trocar was carefully removed from the scissor tip. There were no device fragments left in the pt's cavity. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, pr extended operating room time.

Manufacturer narrative:
(B)(4).